Event description:
It was reported that, "screw options discussed with surgeon and he chose the low profile screws with cat number 2030...2 of the 5 screws have migrated through the tritanium revision shell."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as patient has not planned revision surgery. If additional information becomes available then it will be submitted in a supplemental report. Reported lot# mjn6nm: manufacture date: 10/08/2010, exp. Date: 10/07/2015 ste. Lot #mshjp08.